Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a power on reset (por). The patient had a heart ablation procedure done on friday and they turned the therapy off. They had been trying to turn therapy on since sunday but were getting the warning por message on the patient programmer (pp) screen. The patient went back into hospital for more recovery sunday and came home today and tried to turn therapy on, but was still getting the message. The issue started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.